Event description:
It was reported that the experience a loss of coverage of their pain to the left upper extremity and only partial coverage to their right upper extremity. It was noted that the right upper extremity had an 'overlay of motor stimulation'. It was found that the lead component of the implantable neurostimulator (ins) system had dislodged. The lead was then replaced on (B)(6) 2007. The patient outcome was reported as recovered without sequelae.

Event description:
Additional information reported that the extension components was also explanted on (B)(6) 2007. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 389156, lot# j0454404v, serial#, implanted: 2005 (B)(6), explanted: 2007 (B)(6), product typ lead, product ID 389156, lot# j0454404v, serial#, implanted: 2005 (B)(6), explanted: 2007 (B)(6), product typ lead, product ID 37752, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product typ recharger, product ID 37742, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product typ programmer, patient product ID 3708220, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product typ extension, product ID 3708220, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product typ extension. (B)(4).

Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: extension. (B)(4).